Event description:
A male pt with a history of pulmonary disease, cerebrovascular disease, hypertropic cardiomyopathy, hypertension, and a hostile abdomen, underwent aaa repair in 2007. The pt's anatomical form was suitable for aaa repair and the procedure was conducted as labeled. Upon completion of the procedure, it was noted that stenosis of the left external iliac artery due to arteriosclerosis obliterans. Thromboendarterectomy for arteriosclerosis obliterans of the left common femoral artery was performed and after pta of the iliac artery stenosis and an additional leg graft was deployed in the left external iliac artery with coil embolization of the internal iliac artery. In the same month, at the time of discharge, a f/u was performed. The aneurysm diameter was 52mm (+1mm) and no endoleak was observed. The follownig year, the one yr f/u was performed. The aneurysm diameter was 45mm (-7mm), and no endoleak was observed. Resolution of the stenosis was confirmed.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. The arteriosclerosis was likely a condition of the pt prior to the endovascular repair. Furthermore, placement of the stent graft may have contributed to dislodgement of an emboli from the area that was diseased which may have subsequently caused the occlusion in the graft. The device remains implanted and no images were provided to assist in this investigation. Without films, this cannot be concluded at this time. However, we have notified the appropriate individuals and we will continue to monitor for similar events.